Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : both photo and the complaint device were received and evaluated. A photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed the product label which contained the product code and the lot number, these numbers were verified, and they were correct. According with the visual inspection of the photo, and considering that the device was not tested, this complaint cannot be confirmed. The device is required for testing, the photo provided does not contain enough evidence to determine why the customer experienced the failure, hands on analysis should provide the required evidence to provide a root cause. The device was received and evaluated. On visual inspection, the device was in used condition as expected. The inner shaft was removed, no structural anomalies were found. When performing the functional test, a sample suture was used, it was placed into the cutting hole and the device worked as intended, the suture was cut with no problem, the device performed well, however, there was a slight resistance felt when cutting. A manufacturing record evaluation was performed for the finished device 21f12, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual and functional test result, this complaint can be confirmed. A possible root cause can be attributed to procedural variables, such handling of the device or product interaction during sterilization process. Since this was a new device, the first sterilization must be performed before use; the inner shaft was interchanged from another cord cutter while reassembly creating a jamming condition between the inner shaft and its housing. As per IFU; while disassembled ensure that the instrument and its removable inner shaft remain together during cleaning. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance. D9: the date device returned to manufacturer has been updated to reflect the correct information.

Event description:
It was reported by the affiliate in japan that during an unknown procedure on (B)(6) 2023, it was observed that the inner cylinder on the cordcutter device was interfering and not sliding well. It was unknown how the procedure was completed successfully. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). D4: the expiration date is currently unavailable. E3: reporter is a j&j employee. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.